Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2022, explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient has new pain (unrelated to baseline), walking difficulty/immobility/loss of balance/unable to get out of bed, and numbness. The patient was sent to the hospital at post op appt due to newly developed incontinence and leg weakness. The issue was resolved at the time of the report.